Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report, device¿s logs and communication with field service engineer. According to the information provided by the technician, the expiratory channel printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition. This part contains electronics including microprocessor for e.g. Holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The evaluation of provided device's logs confirms occurrence of pressure transducer test failure with subtest: expiration valve test. It has been decided to be reported in abundance of caution as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to expiration valve test failure. The problems such as the one described here are not safety related. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).